Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What tissue was the suture used on? Was suture removed as part of post- operative care? Was additional intervention performed such as revision or re-suturing? Were the sutures removed earlier than the normal routine removal time frame? Were cultures taken of the secretion? What are results? Can you explain "wound cleaning"? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a gallstone cholecystectomy on an unknown date and suture was used. The patient experienced post-op erythema, inflammation and wound secretion. The suture was removed and cleaning and dressing change around the wound were given to the patient. The patient changed better now. Additional information has been requested.